Event description:
It was reported that a large volume infusor did not flow. After the device was filled it was force primed without issue; however, there was no flow during patient use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 10, 2014 to november 11, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection and functional flow testing were performed. When the devices luer cap was removed evidence of continuous flow was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.